Event description:
It was reported that the facility has encountered multiple leaks with the device at the connection site of the cassette and the extension set. No additional details. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other text: d10, h3, h6: event methods, evaluation, and conclusion codes: updated. Five devices were received for investigation. During visual inspection no damage or anomalies were observed in any device. The devices were functionally tested by connecting each one to a test pump and running an infusion. Each device passed this testing, with no alarms activated or leakage observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the evaluation, the investigation could not confirm the reported complaint. No actions have been assigned.